Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. The customer declined to provide information about their blood glucose levels, so there was no reported impact. The customer was advised on proper button-pressing techniques, but as the problem persisted, it was decided the pump would be replaced under warranty. The customer was instructed on how to place the pump in storage mode and return it using a prepaid label, while continuing to use the current pump as backup until the replacement arrived.